Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that device is in the process of being returned to zimmer biomet for evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the keypad/buttons would not work. There was also a fault warning/error. Another handpiece was utilized to complete the procedure. No patient consequences were reported as a result of the malfunction.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) and maintenence record were reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.